Event description:
Incident first reported to the hosp on 10/23/2008, by the office staff of attending physician. Reported that pt had undergone an acl repair of the right knee in 2008 and had post-op complications of necrotic tissue. Pt sent to a plastic surgeon for consult and was diagnosed with frostbite thermal burn, necessitating a skin graft to right knee. Physicians believe that the ischemic injury may have possibly occurred due to an idosyncratic reaction to the local anesthetic with epinephrine and the use of the polarcare kodiak breg ice cuff. Supposedly the ice pump has an internal thermostat to prevent circulating water temperature lower than 45 degrees f, but it does not have an opening over the patella. The pt's family states they measured the temperature of the water and allegedly it was almost at freezing, 32 degrees f. Pt currently progressing well with physical therapy. No infection. Graft areas now healed but still has area where there appears to be a divot in the skin.